Event description:
It was reported via repair work order that there was a loss of motor functions as the fowler cam set screw was out of alignment. It was also reported that the nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.